Manufacturer narrative:
A device history record (DHR) review was performed on part # 03.221.011, lot # 8664959: manufacturing location: (B)(4), manufacturing date: 18.dec.2013: no non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information was not provided for reporting. Device is an instrument and is not implanted/explanted. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Reporter facility contact number (B)(6). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follow: it was reported that the patient underwent surgery for femur trochanteric fracture on (B)(6) 2017. After the surgeon pushed the cable passing tube through the tube of cerclage passer, he tried to pass a cable 1.7mm. However, it didn¿t pass through so he extracted it. Then he found out that the cable passing tube was bent. When the surgeon used another cable passing tube, the cable didn¿t pass as well. Eventually he managed to pass the cable but when he removed the cable passing tube (the second one), it was bent as well. Additionally, the cerclage passer tips were slightly deformed. The procedure was completed successfully. The surgery was extended for thirty (30) minutes. Patient outcome was not reported. Concomitant device: cable (part# unknown, lot# unknown, quantity 1). This report is for one (1) cerclage passer, dividable forceps, large. This is report 2 of 2 for (B)(4).